Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed one day prior. According to the complainant, during the procedure, although no leaks were noticed prior to insertion, the prolieve catheter appeared to have a leak. It is unclear if any warning alarms sounded. The physician successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device MFR date and exp date cannot be determined. However, the lot number provided by the complainant represents the prolieve catheter; a part of the kit. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed.